Event description:
It was reported that the lead exhibited poor defib thresholds. A shorter lead was required.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.